Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 160 mg/dl and their sensor glucose read 42 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. Customer also stated their blood glucose was 163 mg/dl and their sensor was reading 95 mg/dl. Troubleshooting advised the customer of the proper techniques of sensor insertion. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to test or reproduce skin irritation in lab.